Manufacturer narrative:
(B)(4). Baxter medical assessment: the unusual character of this report (further details about the incident are required), does not allow excluding that if this issue were to recur, a serious injury cannot be excluded. A follow-up report will be submitted upon completion of the sample investigation.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: additional information excludes an injury of the user. A visible leak is a reliable indicator for potential product contamination, and will be always observed before use. This will determine the user to discard the product. As a consequence, if the problem were to recur, the surgeon would have to either use a new kit, or decide to use alternative standard surgical methods. After consideration for potential harms and worst-case scenarios, no adverse health consequence is reasonably expected to result from this issue. Baxter synovis completed the investigation. Sample evaluation was performed and according to baxter synovis, the returned sample for this complaint exhibited considerable damage to the product carton, IFU enclosure, patient chart labels, and the jar label. These items were still damp upon receipt. The lid was askew and the shrink band and tamper evident label were also broken. All of the solution was absent from the jar. The likely root cause for this event is excessive shipping or handling forces encountered during transit to the customer. Batch record review was performed and the tier ii and tier iii lots were reviewed. There were no scrap or rework issues in these lots that can be associated with this complaint. Released product met all specifications and requirements. Inspections of jar, cap, and liner components used in this batch were found to be acceptable. There were no reports of leaking jars or misapplied caps noted in the four in-process inspections. No trend was identified. The potential for a supplier related issue is being conducted as part of scapa-00859. (B)(4) has been initiated. This case will be kept on file for trending purposes.

Event description:
Customer received product and upon opening, the product exploded. The person handling package had product hit his hands, however, he was wearing gloves at the time. Further, according to the customer, the seal had busted when opened. Also, there still is a green check mark on product. The product currently sits in a bio-hazard bag ready to be returned. No patient or user injury reported. Additional information received on (B)(6) 2014: customer said that when the nurse opened the product carton and went to take the jar from the product carton, it leaked all over his hands and luckily he had gloves on. And that the seal around the lid was broken.